Manufacturer narrative:
The bed was evaluated by a stryker technician and it was confirmed there was no defect or malfunction with the unit. As a precautionary measure, the scale was recalibrated for the customer. Additionally, the dialysis machine was sent to the clinical engineering department of the account to be recalibrated; there were no errors found on that machine during the evaluation. A review of the bed operations manual identified that the scale system is accurate within ± 2% for weight between 100 ibs to 550 ibs and for weight under 100 ibs. The user facility reported that the ending weight of the patient was read to be 97.1 kg based on the intouch scale, and the actual weight of the patient was determined to be 98.9 kg based on the dialysis machine. This means that the scale was inaccurate by -0.98%. This supports that the bed was working to specifications at the time of the alleged event. The dialysis nurse manager confirmed that no additional treatment or therapy was administered after the dialysis treatment in reaction to the bed scale discrepancy (no adverse events reported). The dialysis nurse manager also reported that the patient was an ICU patient and she could not disclose any specifics regarding the patient's characteristics or conditions, however she did state that she believed that there were pre-existing conditions which may have contributed to the alleged atrial fibrillation.

Event description:
It was reported that a doctor ordered a target loss of 2.5 liters (approximately 2.5kg) of fluid to be removed from an ICU patient. The patient had an initial weight of (B)(6). After treatment, the bed scale reportedly read (B)(6), indicating a weight change of (B)(6), when the dialysis machine read that only the prescribed 2.5 liters had been removed. Later that day, it was alleged the patient went into an abnormal heart rhythm involving the electrical activity of the heart, resulting in improper pumping of blood to the body (rapid atrial fibrillation). The patient then reportedly required an electrical shock to the heart through electrodes on the chest to normalize the rhythm (cardioversion). After this alleged event, the patient was on a closely monitored fluid exchange and filtration system initiated for critically ill patients (continuous veno-venous hemodialysis ¿ cvvh) when they are unable to attend routine hemodialysis.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that a doctor ordered a target loss of 2.5 liters (approximately 2.5kg) of fluid to be removed from an ICU patient. The patient had an initial weight of (B)(6) kg. After treatment, the bed scale reportedly read (B)(6) kg , indicating a weight change of (B)(6)kg, when the dialysis machine read that only the prescribed 2.5 liters had been removed. Later that day, it was alleged the patient went into an abnormal heart rhythm involving the electrical activity of the heart, resulting in improper pumping of blood to the body (rapid atrial fibrillation). The patient then reportedly required an electrical shock to the heart through electrodes on the chest to normalize the rhythm (cardioversion). After this alleged event, the patient was on a closely monitored fluid exchange and filtration system initiated for critically ill patients (continuous veno-venous hemodialysis ¿ cvvh) when they are unable to attend routine hemodialysis.

Manufacturer narrative:
The bed has been tagged for evaluation once the patient is able to be moved from the unit. It was stated by the user facility that the dialysis machine was sent to clinical engineering to be re-calibrated, but that there were no errors found with that machine.

Event description:
It was reported that a doctor ordered a target loss of 2.5 liters (approximately 2.5kg) of fluid to be removed from an ICU patient. The patient had an initial weight of (B)(6). After treatment, the bed scale reportedly read (B)(6), indicating a weigth change of 4.3kg, when the dialysis machine read that only the prescribed 2.5 liters had been removed. Later that day, it was alleged the patient went into an abnormal heart rhythm involving the electrical activity of the heart, resulting in improper pumping of blood to the body (rapid atrial fibrillation). The patient then reportedly required an electrical shock to the heart through electrodes on the chest to normalize the rhythm (cardioversion). After this alleged event, the patient was on a closely monitored fluid exchange and filtration system initiated for critically ill patients (continuous veno-venous hemodialysis ¿ cvvh) when they are unable to attend routine hemodialysis.